Event description:
Customer's mother reported that the customer was currently hospitalized due to severe high and low blood glucose levels. Further details of the hospitalization were not provided. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.